Event description:
Caller reported that pt's meter provided hi readings. Pt's insulin pump was adjusted according to the readings and pt experienced a seizure. Pt was transported to the hosp. A comparison was conducted between the lab (271 mg/dl) and the freestyle (209 mg/dl). The difference between the readings is more than the allowable 20% variance and would be considered a malfunction. Dextrose was used to treat customer.